Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 804:29 on channel a. This event occurred upon power up in the "ICU". This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 804:29 on channel a was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to damaged communication harness. The communication harness was replaced to correct this condition. Failure code 804:29 indicates possible a communications error between the user interface module and the pump module (uim clock). This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed previous service events were related to the reported condition.